Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All available information was investigated, and the reported slda resulting in mr, as noted by the physician, was attributed to patient conditions (thin posterior leaflet). Mitral regurgitation is a known possible complication associated with mitraclip procedures. Unexpected medical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Na the device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
On (B)(6) 2025, a patient was presented with functional mitral regurgitation for a mitraclip procedure, one mitraclip was successfully implanted. On approximate date (B)(6) 2025, single leaflet device attachment(slda) occurred from posterior leaflet post implantation. Per the physician, slda was due to thin posterior leaflet. Recurrent mr of grade 3 was observed. On (B)(6) 2025, a redo procedure was performed. 2 mitraclip xtw were implanted. The mr was reduced to grade 1 post procedure. There was no clinically significant delay. No additional information was provided.